Manufacturer narrative:
Product complaint # :(B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: he has complaint that our stratafix and he is experienced the same thing in 4 different patients... And faced the same issue. Was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 15, action taken when event occurred? --> he has removed our suture, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * were there any patient consequences? * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an myomectomy procedure on (B)(6) 2024 and barbed suture was used. It did not hold the tissue because barbs are not there on suture no reported patient consequences. Additional information has been requested.